Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw coating came off the device and fell onto pt tissue. This occurred with two devices within the same surgery. There was no pt injury. Additional device used in the procedure can be found on MFR report # 1717344-2010-00695.